Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that real time electrograms (egm) were not present when interrogating with the mobile programmer and the current egm was not present during a remote monitoring network transmission. A second programmer was used but the egm was still not present. It was further reported that the device was interrogated again with a mobile programmer and not able to get real-time egms. It was also noted that the left ventricular (lv) lead exhibited high thresholds. The device was re-interrogated with troubleshooting and able to re-establish real-time egms. It was further reported that live egms were not able to be seen when previously interrogated. The device was re-interrogated without wireless telemetry and then the egms were able to be seen. The cardiac resynchronization therapy defibrillator (crt-d), lv lead, and mobile programmers remain in use. No patient complications have been reported as a result of this event.